Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify if this event is related to 1 patient event? What was the date of index surgical procedure? What was the name of the procedure? What tissue layer was the 4-0 vicryl used on? What was the tissue condition, (normal or thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What post operative date did the surgeon observe issue with absorption? What date did the patient present with infection (# post op days)? What were the results of cultures performed? What was the date of the debridement procedure? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that the suture has not been absorbed in the patient and resulted in wound infection requiring antibiotics treatment, debridement and re-suturing of the patient's wound. Additional information has been requested.